Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump's screen was hard to see and display was cloudy. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump was grinding and very slow to rewind and plunger was making noise. Customer stated that they need to change batteries once a week. The insulin pump will not be returned for analysis.